Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported in a journal article that the patients had zimmer alloclassic variall system in combination with 28 mm cerasul heads and cerasul gamma inlays. Among 31 patients, 27 were unrevised and experienced noises like creaking, clicking and other combinations. Additional information has been requested and is currently not available. (A. Pokorny, k. Knahr: the squeaking phenomenon in ceramic-on-ceramic bearings, in: tribology in total hip arthroplasty, doi: 10.1007/978-3-642-19429-0_9, 2011.).

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried to receive more information for this case. Trend analysis: was not possible to perform, as no item number was available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: in the journal article "the squeaking phenomenon" it is reported that 27 patients experienced noises like creaking and clicking. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: root cause determination using sap dfmea: noise due to lack of lubrification in co-c pairing, steep cup position. => possible: product cannot be analyzed because it was not returned for investigation, no patient medical data received. No surgical report or x-rays received. Conclusion summary: a steep cup positioning favors the occurrence of noisy sounds in the hip joint. However, without product, surgical reports and x-rays, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).